Event description:
It was reported that the screw holding together the rotating cable of the ceiling swing arm broke free when flexing the arm. This eventually resulted in the cover falling down near a sedated patient in the operating room. There was no reported that the patient or anyone else was struck by the cover.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.